Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the alarm was not occurring during the rewind and prime sequence. The customer performed self test and test was failed. The customer was advised the pump will need to be replaced. The customer was advised to refer to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a64 alarm during self test due to faulty connector radio frequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test.